Manufacturer narrative:
Combination product: yes. 02-aug-2023 this report was opened in error on the wrong device. Closing this report and opened MDR-1028232-2023-03878 on the correct device.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment. When the orsiro mission package was opened, it was detected that the stent was missing on the shaft.

Manufacturer narrative:
Combination product: yes.